Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving readings from his adc freestyle libre sensor that were believed to be erroneously low. He further reported the sensor had produced glycemic levels that he was accustomed to, but then it suddenly started to give values below 110 mg/dl. On an unspecified date a reading of 60 mg/dl was received so he started consuming sugar and called his healthcare provider. Customer was instructed to go to the hospital. Customer reported a readings comparison between the sensor and the hcp meter with the following results: 94 mg/dl vs meter: 262 mg/dl. Customer was admitted to the ICU, treated with insulin and tradjenta (linagliptin) and remained hospitalized for four days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving readings from his adc freestyle libre sensor that were believed to be erroneously low. He further reported the sensor had produced glycemic levels that he was accustomed to, but then it suddenly started to give values below 110 mg/dl. On an unspecified date a reading of 60 mg/dl was received so he started consuming sugar and called his healthcare provider. Customer was instructed to go to the hospital. Customer reported a readings comparison between the sensor and the hcp meter with the following results: 94 mg/dl vs meter: 262 mg/dl. Customer was admitted to the ICU, treated with insulin and tradjenta (linagliptin) and remained hospitalized for four days. There was no report of death or permanent injury associated with this event.